Event description:
It was reported that the lead exhibited noise on the right ventricular lead. It was noted that the noise only occurred during rv pacing. Noise was not present during sinus rhythm nor could be reproduced with isometric movements. Decrease in pacing lead impedance was also noted. Lead remains implanted and the patient will be monitored.

Event description:
New information notes that the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was noted under the svc shock coil at 21.0-22.8cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and decreased pacing lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.